Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and another manufacture's device displayed shock impedance measurements greater than 200 ohms. Boston scientific technical services discussed potential trouble-shooting options with the health care professional (hcp). A request for additional information was made but none was available. There were no adverse patient effects reported. The lead remains in service.